Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Procedure name? What tissue was being approximated/ sutured when the needle broke? Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Did the broken needle tip fall into patient? If yes, was it removed? How was it removed? Were any measures taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle? Was there any medical /surgical intervention done on patient post-op, after initial surgery, to find the broken tip of needle? If needle fragment retained in patient, any patient consequences/ae report? How is the patient condition today?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. When the pa was suturing skin an extremely small tip of the suture needle broke off . The wound was explored by the pa and the surgeon was notified. The patient continued to ICU, no x-ray needed. Additional information has been requested.